Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer was wearing the infusion set for up to 5 days, and using cold insulin. Tandem clinical support informed customer that wearing the infusion set for up to 5 days, and using cold insulin is off label per the tandem user guide. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer received assistance from their spouse who helped change the infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.